Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If any further relevant information is obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, during retrieval of the device, it was noted that the stent was lifted. The procedure was completed with a non-bsc device. There were no patient complications nor injury reported.